Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's log files were submitted for evaluation. The patient experienced palpitations, clamminess, and weakness on friday night around 6 pm. The cause of the symptoms was not confirmed, but the patient had episodes of non-sustained ventricular tachycardia (nsvtac) and they were admitted to the hospital on (B)(6) 2024. The patient's arrhythmia was treated with antitachycardia pacing (atp) 13 times via the implantable cardioverter-defibrillator (ICD) and ICD shock. The patient did not have a history of arrhythmia pre-left ventricular assist device (lvad) implant. The arrhythmia was not thought to be device or therapy related and an ICD was not implanted prior to the lvad. The arrhythmia resolved but then reoccurred twice while in the hospital. Following review of the log files, it appeared there were multiple pulsatility index (pi) events on 10nov2024 from 18:13:22 through 11nov2024 at 12:50:33. There also appeared to be a momentary low flow event on 11nov2024, which occurred when the pi was elevated. There did not appear to be any type of external mechanical circulatory support (mcs) equipment causing the events. The cause of the low flow event (3.0 lpm) was thought to be the nsvtac. The low flow alarms resolved on their own. The patient was transferred with refractory ventricular tachycardia.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files did not confirm the reported low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined through this evaluation, the account communicated that the cause of the low flow alarms was non-sustained ventricular tachycardia. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia and patient conditions could not be conclusively established through this evaluation. The controller event log file captured events from (B)(6) 2024. No low flow hazard alarms were observed. Of note, several pulsatility index (pi) events were captured within a short period of time, which would have overwritten older events, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.